Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was attempted but not used during implant procedure due to a grommet problem. When the physician was inserting the atrial lead, the grommet unscrewed from the connector. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a damaged grommet and a loose/detached set screw.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4).